Event description:
Had mentor mpp smooth gel implants. Right breast became encapsulated within first year. Symptoms of chronic fatigue becoming increasingly worse with joint pain, muscle pain and burning, brain fog, memory issues, and breast pain that are causing normal routines to be too difficult. Breast pain can be so painful, I cannot cross my arms or even touch my breast. Sleeping is very difficult as I cannot sleep on my stomach or even turn because it's painful for my breasts to move. Symptoms are also affecting my relationships and social life. Have spoken to my drs about symptoms and feel like they are overlooked or answer is to take meds for pain or depression that's been caused by debilitating fatigue. I feel like I'm just complaining to drs and getting no where. FDA safety report ID# (B)(4).